Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they tried to deploy an angio-seal device post left heart catheterization (lhc) (stemi). They put in the angio-seal sheath and dilator. They removed the dilator and inserted the collagen plug. The collagen plug went in properly. They then clicked properly. They went to deploy the angio-seal however there was no string so they could not get hemostasis. They held manual pressure to reach hemostasis. The patient was stable and was discharged. The procedure was completed successfully. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 08july2020: a 6fr. Sheath was used. A pre-deployment angiogram was performed. During withdrawal of the angio-seal collagen plug from the sheath. There was no string. Therefore, the device could not be properly deployed. The staff then held pressure for hemostasis. If the footplate and collagen were left or not is question. There was not a string to deploy the device, so did the device have a foot plate or collagen or neither.